Event description:
It was reported that revision surgery was performed. The cup and femoral stem were implanted (B)(6) 2012. The head and liner were implanted (B)(6) 2012.

Manufacturer narrative:
These combination of devices constitutes an off label application.